Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. The customer stated that the insulin pump had critical pump error alarm. The customer stated they were received open book image on screen. Customer declined to troubleshoot for low blood glucose. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.